Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported with the use of the unspecified bd vacutainer® push button blood collection set there was an issue with dirty needle stick injury. It was reported that the ¿needle stick injury occurred due to improper use¿. There was no report of medical intervention.